Manufacturer narrative:
Received one (1) used b55005 ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red) for inspection on 12/18/24. No defects or anomalies noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was no leakage. The reported complaint was unable to be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified

Event description:
The complaint/event involved a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext. It was reported that patient was receiving infusions of multiple types inotropes and sedation. The sedation line was changed and propofol was leaking out of the blue port manifold during use on a patient. The manifold was changed/swapped out with another manifold that did not leak. Due to the leakage, not all medication was getting to the patient. The customer did not require immediate replacement to be able to continue operations. There was no serious deterioration in the state of health of a patient, user, or other person. There was no death of a patient, user, or other person. There was potential for death or serious deterioration in health of a patient, user, or other person. There was a potential for serious deterioration in the health of the patient if it was not seen or captured by the nurse of the patient. There was an unspecified delay in the critical therapy when the problem was noted.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.